Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer nurse. There were "no data tele" inoperative (inop) messages in the pic ix sectors. The device status showed all access point controllers (apcs) were connected, however, several access points (aps) were offline. Several network switches at the bryan east campus and bryan west campus were also offline. It was noted that the issue was likely caused by a failure of an uninterrupted power supply (ups). Based on the information available and the testing conducted, the cause of the reported problem was a ups failure. The reported problem was confirmed. The device was operational after repairs were completed; the issue was resolved by a customer biomedical engineer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on a philips patient information center ix (pic ix) indicating that mx40 devices were not communicating with the pic ix central station hospital wide. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.